Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak in the reservoir. The customer reported that there was insulin coming out on top of the reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir and it is partially returned. Reservoir missing stopper-plunger and I was unable to verify leaking anomaly. Barrel, transfer guard and plunger returned.